Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-00443. (B)(4) clinical study. It was reported that stent thrombosis and myocardial infarction occurred. It was reported that myocardial infarction and stent thrombosis occurred. In (B)(6) 2012, the index procedure was performed. The target lesion was a de-novo lesion located in the 1st obtuse marginal (om) with 75% stenosis and was 15 mm long with a reference vessel diameter of 2.6 mm. It was treated with direct stent placement using a 2.50 mm x 20 mm ion us coa stent with 0% residual stenosis. Target lesion #2 was a de-novo lesion located in the proximal saphenous vein graft (svg) to right posterior descending artery (r-pda) with 95% stenosis and was 52 mm long with a reference vessel diameter of 4.2 mm. The lesion was treated with pre-dilatation and placement of a 4.00 mm x 38 mm and 4.00 mm x 20 mm ion¿ stents in over lapping manner. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed of myocardial infarction with st elevation and was hospitalized on the same day. Stent thrombosis was noted on previously placed 4.00 mm x 38 mm and 4.00 mm x 20 mm ion¿ stents located in proximal svg to r-pda respectively. The physician treated the lesion and the 100% stenosis on right posterior atrioventricular (r-pav) with balloon angioplasty resulting in 0% residual stenosis. Also, medication was given to treat this event. Two days post procedure, the event was considered to be resolved without residual effects and the patient was discharged.